Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal mid right coronary artery (rca). A 3.00 x 38 mm promus premier was deployed and a proximal edge, type b dissection was observed at the lesion site. The patient experienced limited flow, thrombolysis in myocardial infarction (timi) score ii. The lesion was covered with a 3.50 x 20 mm promus premier. The procedure was completed and the patient was stable.

Manufacturer narrative:
Media review: media provided confirmed the reported stent edge dissection.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal mid right coronary artery (rca). A 3.00 x 38 mm promus premier was deployed and a proximal edge, type b dissection was observed at the lesion site. The patient experienced limited flow, thrombolysis in myocardial infarction (timi) score ii. The lesion was covered with a 3.50 x 20 mm promus premier. The procedure was completed and the patient was stable.